Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the overhang of the actis broaches 1-4 and the summit handle on the lateral side and the over hang of the broach in relation to the handle. He feels this gets in the way slightly and could push his positioning into varus impact: can impact broach position in canal.

Manufacturer narrative:
Product complaint (B)(4) investigation summary according to the information received, ¿ the overhang of the actis broaches 1-4 and the summit handle on the lateral side and the over hang of the broach in relation to the handle. He feels this gets in the way slightly and could push his positioning into varus impact: can impact broach position in canal¿ the product was not returned to depuy synthes, however photos were provided for review. See attachment ¿pc (B)(4) actis broach in relation to handle¿. Photos were provided for review, however the photos only show some pats and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
The way the broach attaches leaves an overhang which can impact being able to get the broach in the correct placement in the femoral canal. The surgeon has spotted this on various cases which he has completed.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: it was reported that, hospital has complained to me about the overhang of the actis broaches 1-4 and the summit handle on the lateral side and the over hang of the broach in relation to the handle. He feels this gets in the way slightly and could push his positioning into varus impact: can impact broach position in canal. The product was not returned to depuy synthes, however photos were provided for review. Attachment (B)(4) actis broach in relation to handle. The following investigation was conducted by product development. Please refer to attachment ((B)(4) actis broach and straight broach handle review - signed.pdf) a review of the actis surgical technique, page 8 of document (B)(4) revision e in the plm system, revealed that four broach handles are compatible with the actis broaches. Further investigation revealed the broach handle shown in the product complaint images was a corail straight broach handle that is compatible with corail implants. When the corail straight broach handle is used with the actis broaches the lateral overlap is excessive when compared to the straight broach handle outlined within the actis surgical technique.although the corail straight broach handle will assemble to the actis broaches it is not listed in the actis surgical technique as compatible. The straight broach handle, indicated, is compatible with the actis broaches and this combination has been successfully used for over 8 years. The corail straight broach handle does have a much larger overhang on the lateral side, than the straight broach handle listed and is therefore not an ideal combination. The corail straight broach handle will assemble to the actis broaches. However, this broach handle was designed for a larger a/p geometry that corail implants have. When the corail straight broach handle is assembled to an actis broach there is excessive overlap on the lateral side of the broach. This will be largely alleviated when the compatible straight broach handle is used on the actis broaches. The corail straight broach handle is designed as intended to be used with corail broaches in preparation for implanting corail stems. Therefore, use of the corail straight broach handle with actis broaches is not recommended. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the device would contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.